Event description:
Our MDR: the impedance and pacing threshold of this lead was increased and was explanted by the physician and replaced with another device. There were no dates provided, although this lead was returned for analysis.